Manufacturer narrative:
Investigation pending return of device.

Event description:
User reported that level sensor was was detecting fluid where there was none. This was only noticed at the very end of the case. No risk of harm to the patient.

Event description:
User reported that level sensor was detecting fluid where there was none. This was only noticed at the very end of the case. No risk of harm to the patient.

Manufacturer narrative:
Actual device was investigated and found that sensor reacts to presence and lack of fluid as expected. Visual inspection reveals housing damage. It is believed that liquid ingress caused incorrect readings and has now dried up suspected. Sensor is beyond economical repair due damage on housing. Sensor replaced. Root cause not confirmed but believed to be liquid ingress due to damaged housing.